Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction initial reporter full name: (B)(6).

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) has electrical test fails code 50. There was no patient involvement.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) had electrical test fails code 50. No patient involvement.

Manufacturer narrative:
Updated field: b4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) check the symptoms, found that the nuts inside the pump are loose. Tighten the nuts. Test the overall operation. The machine can work normally.